Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02632. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported that the patient had an initial left knee implanted with a recall device on unknown date, underwent a revision procedure. The patient presented back to the surgeon¿s office with complaints of their left tka. Upon examination, poly wear, osteolysis, and large bone defects/loss were evident. The patient was scheduled for a left revision. The patient had significant bone loss both on the femoral side, and tibial side. The femoral component was de-bonded. The poly insert was worn. The patient was revised to competitor¿s revision implant construct. A 30¿45-minute surgical delay during the procedure was indicated with no adverse event to the patient as a result. The patient had significant osteolysis, bone lesions/defects, and bone loss requiring a full knee revision with reimplantation of revision knee implants which took longer to address. The patient required prolonged hospitalization as a direct result of this issue. No device breakages were indicated. The devices are not available for return. They were sent to the hospital lab and legal. Device images and x-rays were provided. No further information.